Manufacturer narrative:
Clarification of response: it is unknown if the initial reporter sent a report to the FDA.

Event description:
The customer received questionable digoxin results for one patient sample when tested on a modular analytics p-module, (B)(4). The initial digoxin result was 3.9 ng/ml (accompanied by a data flag). The sample was repeated on the same analyzer and recovered 1.3 ng/ml (accompanied by a data flag). The initial digoxin result was not reported outside the laboratory. The customer considered the repeat result to be correct. No adverse event has been alleged regarding the discrepancies. The field service representative did not find a specific cause of the discrepancies. He replaced the r1 stirrer paddle, reaction cells and di tubing for nozzle #6. The field service representative also cleaned rinse wells, probes and rinse mechanisms. He checked and adjusted rinse mechanism levels and checked the gear pump pressure. The customer ran calibration and quality control. Also a precision, using digoxin, was performed. All checks and tests were within specifications.